Event description:
It was reported use the lancet quikheel teal 1.0mmx2.5mm had no label or missing label information. The following information was provided by the initial reporter: the customer stated the consumer "could not find an expiration date on the product box and could not locate a manufacturer/copyright date." Advised that bd products are tested for 5 years and this product is expired.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Retention samples are no longer available for evaluation as this lot exceeded it¿s retention period. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported use the lancet quikheel teal 1.0mmx2.5mm had no label or missing label information. The following information was provided by the initial reporter: the customer stated the consumer "could not find an expiration date on the product box and could not locate a manufacturer/copyright date." Advised that bd products are tested for 5 years and this product is expired.